Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified. Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: stent delivery system was returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the user could only partially deploy the stent. The investigation will be closed as confirmed for partial deployment. Potential factors that could have led or contributed to the reported event have been evaluated. Deployment failure may be related to difficult anatomy or challenging placement site. Use of inadequate accessories or damage during shipping, unpacking, or preparation may be contributing factors. In this case system compatible guidewire was being used, the user did experience resistance during deployment. Since no images were available for evaluation, alleged issue that the unreleased stent shifted in the introducer sheath can not be confirmed. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' Holding and handling of the system including preparation were found sufficiently described. 'The bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath (...) The catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire.' In regards to damage the instruction for use state 'visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' (Expiry date: 05/2023).

Event description:
It was reported that during stent placement procedure, the stent allegedly failed to deploy. It was further reported that the stent allegedly moved inside the sheath. The procedure was completed using another device. There was no reported patient injury.